Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: during coil advancement into the microcatheter, the coil unraveled. It is unknown where the exact location occurred. However, the coil was safety retrieved and the procedure was completed with no pt injury reported.